Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "pump alarmed for ' internal communication failure- code 4'. The patient was in tpn when the alarmed occurred, patient's blood sugar drop due to inactivity of the device and was rushed to the ER for immediate action. Pump treatment information:unk. Type of drug:tpn. Delay in therapy:yes. Need for medical intervention:yes. Patient involvement: yes. Human harm: yes. Additional information was received on 03/23/2016: the correct pump serial number: (B)(4). What software version is installed on the pump? (B)(4). Please provide full details regarding the circumstances which led to the appearance of the error. I already explained to the representative what happened. Did it occur after software upgrade or annual certification? After annual certification? What were the infusion parameters? Rate: 65.4 ml/hrb). Vtbi: 1570 mlc). Time: 24:00 hour:mind). What was the pressure (occlusion) sensor setting (0.4-1.2 bar)? 17.4 psie) administration set used (type and lot number): 1.2 micron unknown lotf). What catheter was used (size of catheter, type, catalog number, manufacturer, etc.?) Piccg). What drug was administered during the event? Tpnh) priming method (manual / with pump): during the event, was the device operated on battery power or connected to a power supply or mini cradle? At which stage of the treatment did the pump stop (beginning/taper up/plateau/ taper down/ during bolus administration/etc.?) I don't know. Has the pump been used since the event? No. Please provide as much details as possible regarding the event:"

Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of ICU medical. Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: delay in tpn treatment due to 'internal communication failure' alarm.